Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2025, mild vaginal mesh exposure was noted. Sling revision was performed and the event was recovered/ resolved without sequelae as of (B)(6) 2025. This was reported as possibly related to the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, a4, b7, d1, d4, e1, e3. Additional information was requested and the following was provided: the diagnosis and indication for the index surgical procedure? Stage 3 pop and sui. Were any concomitant procedures performed? Total vaginal hysterectomy, bilateral salpingectomy, robotic-assisted sacrocolpopexy, and diagnostic cystourethroscopy, in addition to retropubic midurethral sling placement. Other relevant patient history/concomitant medications? N/a. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. 1cm suburethral exposed mesh. She only compliant is she feels mesh outside at her suburethral area. Her husband also has been feeling it. She is pleased with the surgical results with respect to prolapse and urine control. Sui has resolved. She is voiding well. On exam she seems to have no acute distress. She is pleasant. Her abdomen is soft, nontender, nondistended. There is no mass or hernia. Her vulvovaginal area seems to have good support, no bleeding or infection. She has no vaginal atrophy. Her pelvic support is excellent. Describe any medical/surgical intervention for the exposure including dates and findings. Surgical intervention was performed on (B)(6) 2025. Was the exposed mesh excised? The exposed mesh was not excised. The epithelium was mobilized to cover the mesh. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? There was no evidence of vaginal atrophy or infection. The etiology of the mesh exposure is not entirely clear. However, poor compliance with postoperative care instructions may have contributed. What is the patient's current status? The patient is currently asymptomatic and recovering well postoperatively. Product code and lot number? Lot no. 3944839.